Manufacturer narrative:
The device and the procedural sheath were not returned; therefore, a physical investigation could not be performed. The review of the lhr (lot f1314008) indicated that the device lot met all established performance criteria prior to shipment. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined.

Event description:
It was reported by the aci clinical specialist that a (B)(6) year old, female patient underwent a diagnostic coronary procedure on (B)(6) 2013. Access was obtained at the right common femoral artery via a 6f sheath (model unknown). A pre-procedure femoral angiogram showed "severe" presence of pvd/calcium in the vicinity of the access site and the vessel size to be 8mm. Following the procedure, the physician who is in training, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that the physician was unable to advance the device to the indicated "white marker". The physician then inserted a guide wire into the procedural sheath at which time the device advanced smoothly up to the white marker. The guide wire was removed. The balloon was inflated per the IFU and the device was pulled back so that the balloon was at the arteriotomy. The physician advanced the shuttle to the hard stop then withdrew the sheath from the tissue tract and retracted until the shuttle locked to the black handle.